Event description:
The following information was provided: the patient continued to experience severe pain and immobility. A radiological investigation revealed displacement of the orthopaedic implant from its intended position in the left femur.